Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This type of event is typically caused when excessive force is being applied on the device during use and/or over-torquing when the screw is already seated. Device history record review revealed nothing relevant to this event. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a right revers shoulder arthroplasty procedure, the superior, peripheral and baseplate screws all cross-threaded near the end of insertion. The tip of the t-15 medium driver shaft then snapped off into the head of the screw, the tip of the driver was unable to be removed from the screw and the screw was unable to be removed from the patient. A 1mm of prominence required grinding to make the screw flush with the baseplate. The case was completed with a good final construct and the patient did well. Follow up investigation: sales representative confirmed that only one screw cross-threaded, the superior, peripheral baseplate screw. The surgeon did not use the torque indication adaptor.